Event description:
Based on physician orders for side rails, patient's bed had the rails up. At 11:05 p.m. On 7/14/92 patient was found by the on-duty nurse with her head, shoulder, throat and one arm between the side rail and the bed in the middle of the left side of the bed. When discovered, patient had no vital signs. She was still warm to the touch, her skin was mildly white and there was no petechiae or bloating of the face. The coronor's report is attacheddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.